Manufacturer narrative:
B3: date of event: estimated as 01 june 2025 as the aware date was in june and the date of event is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of a single shot pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear, was selected for use. It has been mentioned that during the preparation, flushing of sheath was done and the valve was open, resulting in air ingress. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The sheath is expected to be returned.

Event description:
It was reported that during the preparation of a single shot pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear, was selected for use. It has been mentioned that during the preparation, flushing of sheath was done and the valve was open, resulting in air ingress. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The sheath is expected to be returned. It was further reported that the irrigation of the sheath was done by hand. The reported air bubbles were observed in the sheath shaft. No air was seen in the patient.

Manufacturer narrative:
B3: date of event - estimated as 01 june 2025 as the initial aware date was in june and the date of event is unknown. B5: describe event or problem - updated with additional information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. B3: date of event - estimated as 01 june 2025 as the initial aware date was in june and the date of event is unknown.

Event description:
It was reported that during the preparation of a single shot pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear, was selected for use. It has been mentioned that during the preparation, flushing of sheath was done and the valve was open, resulting in air ingress. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The sheath was returned for analysis. It was further reported that the irrigation of the sheath was done by hand. The reported air bubbles were observed in the sheath shaft. No air was seen in the patient.